Event description:
It was reported implant fabric damage was suspected. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. At the 45 day follow up transesophageal echocardiogram (tee), there were no findings and the device was normal. Therefore, anticoagulant medication was discontinued and dual antiplatelet medication was started. After that the patient was switched to aspirin monotherapy. The one year follow up tee was conducted where blood flow was observed from the threaded insert portion of the closure device, so damage to the fabric was suspected.